Event description:
A customer from portugal received a blood glucose reading of 500mg/dl on the contour usb meter, re-tested on a different meter and the reading was 230mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. A new meter was sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model number was not provided.